Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left "implant shows slight thickening of the fibrous capsule compatible with slight encapsulation" and "horizontal and parallel echogenic lines are also observed within the lumen of the implant suggestive of corresponding to an intracapsular rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left "implant shows slight thickening of the fibrous capsule compatible with slight encapsulation." The device has been explanted.